Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurements, self-test, error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and no delivery test. All buttons functioned properly. No damage in keypad assembly noted. We inspected lcd connected and no unlocked connector noted. However, moisture damage found on the lcd board and interface board. The insulin pump had a cracked case at display window corner and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had moisture damage and it is not responding. The customer made an attempt to dry pump, but it did not work. The customer was advised the pump will be replaced. The customer's blood glucose was 369mg/dl.